Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to fautly component on the interface circuit board. Unable to perform the functional testing, including the operating currents measurement, self test, reset error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone. The insulin pump had minor scratched display window.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 54 mg/dl. The customer treated with food and declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.